Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had multiple falls, and as a result the patient's system diagnostics recorded high impedances. It was also reported that the patient's ipg was end of life, and as a result the patient had ineffective therapy. Surgical intervention took place where the system was explanted and replaced to address the issue. Effective stimulation was restored. Investigation was unable to determine which of the leads attributed to the event.